Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's fio2 error was observed. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.